Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that he ended up getting a compromised force sensor system alarm on the pump as well. Customer stated that he got the motor error alarm when he was trying to bolus. After resetting the pump, the customer received the compromised force sensor system alarm. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer mentioned that the drive support cap was also sticking out. It was explained that the possible cause of the compromised force sensor system alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced and to remove the pump battery to prevent continued alarms. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error alarm and a33 alarm during basic occlusion test due to protruded loose drive support disk however, the motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and cracked case at the reservoir tube window corner.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.